Event description:
The customer reported that the subject device was bent. The reported issue was observed during a therapeutic endoscopic retrograde cholangiopancreatography (ercp). The intended procedure was completed using another device and it was not delayed more than 15 minutes. Reportedly, the subject device was inspected prior to use and no anomaly was observed. There was no report of patient or user injury due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed that the coating of the knife wire was peeled off. This report is being submitted for the malfunction found during device evaluation (coating peeled off).

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been more than a year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a likely factor causing tears of the coated portion of the cutting wire (knife wire) might be the following. However, the exact cause could not be determined. - it is likely that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire has possibly been rubbed due to the effect of contacting a metal area of the endoscope. It is likely that a force was applied to the distal end of the product during device handling as described below. This caused the cutting wire to deform. - when pre-curved stylet was removed. - when an attempt was made to curve the distal end of the tube. - when the device was inserted into the endoscope. - when the guide wire was inserted into the distal end of the tube, if the guide wire was used for the procedure. However, the exact cause could not be determined. The device's instruction manual provides the following warnings which may help to prevent the issues: ¿before use, prepare and inspect the instrument and a cord as instructed below. Should any irregularity be observed, do not use the instrument or a cord; use a spare instead. Damage or irregularity may compromise patient or user safety, pose an infection control risk, cause tissue irritation, perforations, bleeding, mucous membrane damage, thermal injury and may result in more severe equipment damage. Do not use excessive force to bend the distal end. This could damage the cutting wire. When inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. Do not insert the instrument into the endoscope when the cutting wire is tightened. Doing so may extend the distal end of the insertion portion from the endoscope tip abruptly. This could cause patient injury, such as perforations, bleeding, or mucous membrane damage. It could also damage the endoscope and/or instrument.¿ olympus will continue to monitor field performance for this device.